Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included anemia, asthma, perineal pain and ovarian cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), ethinylestradiol;norgestimate (ortho tri-cyclen), ipratropium, ketoprofen, nsaids since 2009, paracetamol (acetaminophen) since 2009, salbutamol, tramadol hydrochloride (ultram ER) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced urinary tract infection ("uti"), genital haemorrhage ("gen. Abnoramal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and genital haemorrhage had resolved and the anxiety, depression, post procedural complication and mental disorder outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed through the hysteroscope; however, the tip of the essure was bent. She received treatment for pelvic pain, genital bleeding and psychological disorders. She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, pelvic pain. Lot number:628046, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "abnormal bleeding (vaginal, menorrhagia) , abnormal bleeding (vaginal, menorrhagia), uti" updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included anemia, asthma, perineal pain and ovarian cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), ethinylestradiol;norgestimate (ortho tri-cyclen), ipratropium, ketoprofen, nsaids since 2009, paracetamol (acetaminophen) since 2009, salbutamol, tramadol hydrochloride (ultram ER) and trazodone. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced urinary tract infection ("uti"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the anxiety, menorrhagia, vaginal haemorrhage, depression, urinary tract infection, post procedural complication and mental disorder outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed through the hysteroscope; however, the tip of the essure was bent. She received treatment for pelvic pain, genital bleeding and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, pelvic pain. Lot number:628046 manufacture date: 2008-08. Expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: new events genital bleeding, psychological disorders, uti and post procedural complication and outcome of event, rcc and references a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included anemia, asthma, perineal pain and ovarian cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), ethinylestradiol;norgestimate (ortho tri-cyclen), ipratropium, ketoprofen, nsaids since 2009, paracetamol (acetaminophen) since 2009, salbutamol, tramadol hydrochloride (ultram ER) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed through the hysteroscope; however, the tip of the essure was bent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, pelvic pain. Lot number:628046 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Outcome of the previously added event pelvic pain was updated to recovering/resolving. Concomitant drugs and reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included anemia, asthma, perineal pain and ovarian cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), ethinylestradiol;norgestimate (ortho tri-cyclen), ipratropium, ketoprofen, salbutamol, tramadol hydrochloride (ultram ER) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed through the hysteroscope; however, the tip of the essure was bent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, pelvic pain. Lot number:628046, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included anemia, asthma, perineal pain and ovarian cyst. Concomitant products included budesonide; formoterol fumarate (symbicort), ethinylestradiol; norgestimate (ortho tri-cyclen), ipratropium, ketoprofen, salbutamol, tramadol hydrochloride (ultram ER) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed through the hysteroscope; however, the tip of the essure was bent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received : case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, device monitoring procedure not performed. Events onset date, events severity , concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.